Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) underwent a neurotomy procedure in which a magnet was placed over this ICD during. This patient experienced asystole and the procedure was stopped. This patient was noted to be ok. Technical services (ts) explained that the magnet puts this ICD into monitor only mode and the noise response pacing does not guarantee pacing. Ts recommended electrocautery protection mode in the future. This ICD remains in service. No adverse patient effects were reported.